Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jul-15. The patient called patient services in regard to a follow up letter they received. The patient repeated that they had an accident in (B)(6) 2019 that caused their device to flip and mentioned that they will have surgery on (B)(6) 2019 to remove the device. Their weight at the time of the event was (B)(6) pounds. Their pain has been resolved and subsided substantially. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degen disc disease/herniated disc pain. It was reported that the patient was in an accident and the ins flipped over inside the ins pocket. The patient has had pain at the ins site ever since then. Follow up will be conducted to obtain missing information. No further complications were reported or anticipated.